Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was implanted into the patient.

Event description:
The patient underwent a successful embolization procedure in the right middle cerebral artery (mca) using a non-penumbra endovascular embolization device in 2015, though it demonstrated residual neck. The patient then underwent a coil embolization procedure in the left mca on (B)(6) 2017 using a non-penumbra stent device and four penumbra smart coils (smart coils). On (B)(6) 2017, the patient was undergoing another coil embolization procedure in the right mca to treat the residual neck of the aneurysm from the procedure in 2015, and it was noticed that there was delayed coil migration of one smart coil into the left m2 segment from the left mca embolization on (B)(6) 2017. It did not demonstrate thrombus or being mobile. The right mca residual aneurysm was treated using a non-penumbra embolization device and the procedure ended at that point. The patient is being treated with aspirin and plavix, which is the standard protocol for stent placements.